Manufacturer narrative:
H11 manufacturer narrative - lens tear: there was no damage reported to have been noticed during the inspection required by the dfu prior to use and preparation, which suggests a product deficiency did not contribute to the reported difficulties. Claim # (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was stuck in cartridge or injection system during attempted delivery into the patients eye. There was patient contact with no patient injury. The lens was explanted and the problem resolved. Cause of the event is reported as unknown.

Manufacturer narrative:
A facility representative reported that an implantable collamer lens was stuck in cartridge or injection system during attempted delivery into the patients eye. There was patient contact with no patient injury. The lens was removed intraoperatively and the problem resolved. Cause of the event is reported as unknown. Claim #: (B)(4).